Event description:
The patient was visiting from bangladesh and presented in the clinic complaining of feeling stimulation. The atrial lead exhibited loss of capture in the bipolar configuration. Sensing thresholds were at 0.4 mv to 0.5 mv. The device was programmed to vdd mode and the patient was no longer symptomatic. The patient was advised to have the lead assessed after returning home.

Manufacturer narrative:
No medwatch form was received.